Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the reported loop failure to cut and handle break were due to the physician's technique during the procedure or were associated with a device malfunction. Without proper evaluation of the device, the most probable causes contributing to the event cannot be determined. Additionally, the product record review did not reveal any potential product quality issues or evidence of new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Note: this report pertains to the fourth of four sensation snares used during the same procedure. It was reported to boston scientific corporation that a sensation snares was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare was unable to cut due to handle breakage. A fourth sensation snares was used; however, the same problem happened. The procedure was completed with another sensation snares. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the fourth of four sensation snares used during the same procedure. It was reported to boston scientific corporation that a sensation snares was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare was unable to cut due to handle breakage. A fourth sensation snares was used; however, the same problem happened. The procedure was completed with another sensation snares. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.